Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported symptom of "bad keypad" as reproduced and confirmed through eval. Eval experienced a delayed keypad response caused by a failing processor printed circuit board (pcb). The delay observed was approx 3 seconds. The processor pcb and shielding were replaced.

Event description:
It was reported a spectrum pump had a "bad keypad". It was also reported there was no pt involvement.